Event description:
It was reported: pt was implanted in 1997 with apr insert and acetabular shell. Pt was revised in 2001 because the insert disassociated from the shell. E-mails have been sent requesting catalog no, lot no, implant date, explant date, details of event, etc.